Event description:
It was reported that the end of service (eos) message displayed for the ipg on external devices. It is unknown if the ipg depleted prematurely. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Patient's ipg was explanted and replaced, which resolved the issue.

Manufacturer narrative:
The reported observation of ¿replace generator¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol).